Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020 at 7:30 am, the meter result using test strip lot 47158712 was 4.4 inr. Customer tested again with another finger and the result was 4.4 inr. At approximately 10:00 am, the result from the laboratory was 1.7 inr. On (B)(6) 2020, the meter result was 2.5 inr. The customer used test strip lot 4658822 with expiration 31-dec-2021. The laboratory result within minutes was 1.9 inr. The customer's therapeutic range was 2.0-2.5 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results for first vial of lot no. 471587-12 (qc range: 2.7 - 3.3 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. Testing results for second vial of lot no. 471587-12 (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Testing results for lot no. 465882-22 (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.